Manufacturer narrative:
The device was returned to olympus for inspection. A root cause for the reported event could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: a high-frequency treatment device was used without maintaining sufficient distance from the tip. The event can be detected/prevented by following the instructions for use which state: evis lucera jf/tjf type 260v operation manual. 3.2 inspection of the endoscope. 4.2 using endo-therapy accessories. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the duodenovideoscope exhibited a burn on the forceps elevator. There was no patient involvement.